Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit compared to a competitor method. The result from the e801 analyzer was 368 pmol/l. The repeat result from the competitor method was <37 pmol/l.

Manufacturer narrative:
The e801 analyzer serial number is (B)(6) . The competitor method is abbott. The sample was requested for investigation.

Manufacturer narrative:
The sample was not provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.